Event description:
A consumer reported that she has blurry vision following intraocular lens (iol) implant surgery od. Additional information regarding consumer's v a was received from the health professional. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 04/10/2009 and by phone on 04/09/2009, 04/15/2009 and 04/30/2009. Additional information was received from the health professional on 04/30/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 05/08/2009.